Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the reported information, this event is likely due to the progression of the native valve disease and not due to the design of the device.

Manufacturer narrative:
Product analysis: no product specimen has been returned. Conclusion: attempts to request device return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 2 months post implant of this mitral bioprosthetic ring, the ring was replaced with a medtronic bioprosthetic valve due to ongoing regurgitation and hemolysis. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.